Event description:
Pump programmed to infuse antibiotic azithromycin correctly. When pump indicated infusion complete, nursing noted the entire dose was not infused, approximately a fourth of the volume remained in bag.